Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was due to user error (depleted batteries due to customer not plugging in pump for 12 hours). The main batteries and battery harness were replaced to fix the reported condition. Labeling review: a labeling review found the directions for plugging in the pump for 12 hours to charge the batteries accurate and sufficient for the use/user error identified in this incident. If additional information is received, a follow-up will be submitted.